Event description:
It was reported through return product paperwork that the device had been explanted due to an infection. Information has been requested from the hcp but has not been received at this time.

Manufacturer narrative:
Device analysis results revealed no significant anomalies found. The ipg was found to be functionally okay. If further information is received from the hcp, a follow-up medwatch report will be sent.